Manufacturer narrative:
(B)(4).

Event description:
During follow-up, abnormal noise followed by inappropriate shocks were observed. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Upon analysis, the full helix extension was measured within specifications. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination of the entire lead was normal. Visual examination did no reveal any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.